Event description:
A (B)(6) pt called zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(6) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to corrosion on the auxiliary pca board. The root cause for the corroded board was ingress of an unk liquid. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.